Event description:
The customer's mother called to report a blank display and several failed battery test alarms. The reported blood glucose reading was 450 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint.